Event description:
Pt received her scs system on (B)(6) 2011 including two paddle leads (from the same lot). It was reported that the pt is experiencing headaches. She also experiences pressure in her head and numbness on the left side of her head. She can no longer lay her head down without experiencing pain or pressure. X-ray results revealed that the one of the leads had moved upwards. Attempts to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.